Manufacturer narrative:
The customer¿s complaint that the device did not recognize air in the pump was not duplicated, however, the device alarm log history confirmed error code n192 was present. The device passed full performance verification testing (pvt) testing. Visual inspection confirmed fluid shield was damaged. Replaced fluid shield. The device passed the self-test with no error alarms. Probable cause is history confirmed, not duplicated.

Event description:
It was reported that a plum 360¿ infuser allowed air to enter the line without an alarm during patient use. The report stated that the device didn't know that it was just air in the pump and almost pumped air into the patient. There was no physical damage. There was patient involvement, no patient harm, and no delay in therapy.